Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hyptube kinks. Microscopic inspection revealed a pinhole in the balloon material midway between the proximal markerband and the distal markerband. The markerbands were inspected and found no damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was completely removed from the patient after it ruptured.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.